Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was causing the patient to experience muscle stimulation. Additional information indicated that there was no evidence of dislodgement. The ra lead was explanted. No additional adverse patient effects were reported.